Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited multiple shocks and diverted shocks due to a lead fracture. The lead was removed from service and a new lead implanted.